Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received battery out limit alarm and had blank display. The customer's blood glucose level at the time of incident was unknown. The customer states they had already been sent replacement battery cap, but the issues persist. The customer mentioned having had high blood glucose in the 400mg/dl. The customer was advised the pump would be replaced and returned for analysis.